Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: there was evidence of call service (cs 078) alarms observed in the black box. The original complaint could not be adequately investigated due to a blank display and moisture damage. The pump powered on with audio and vibration, but the display remained blank with moisture underneath. The pump case was removed and there was further moisture internally. (B)(4).